Event description:
It was reported that the bd alaris¿ pump module low sorbing set tubing was broken and leaked during use. The following information was provided by the initial reporter: "IV tubing at the junction of the blue clamp and rubber tube was broken and leaking fluid".

Manufacturer narrative:
The customer's address is unknown. (B)(6), USA has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5104808. Investigation summary: a complaint of the pumping segment being broken off from the blue safety clamp was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2260-0500 lot number 21036542 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.